Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/01/2010, 07/06/2010 and 07/12/2010 by phone, fax, and mail. Additional information was received by phone on 07/12/2010. The surgeon was unwilling to complete the questionnaire. (B)(4).

Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A user facility reported that an intraocular lens (iol) was exchanged. In a follow up phone call with the surgeon, he reported that iol was exchanged because the pt was experiencing blurry vision. The surgeon was unwilling to complete the questionnaire.